Manufacturer narrative:
The patient was sent a new blood glucose meter. The blood glucose meter has not been returned to the manufacturer. An investigation will be performed but has not yet begun.

Event description:
The member stated that livongo's meter is reading higher when compared to the doctor's test. The result of the livongo's meter was greater than 20% when compared with a capillary test at the doctor's office.